Manufacturer narrative:
Additional information sections: h2, h6, h10; an event of pannus and elevated gradient in a valve 24 years after implant was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 1996, an unknown sized unknown model valve was implanted. On (B)(6) 2020, the valve was explanted due to increased velocities and high gradient across the valve. Upon explant, significant pannus on the ventricular aspect of the valve was observed. A competitor's 25mm edwards inspiris was successfully implanted. The patient is reported to be stable.